Manufacturer narrative:
The customer's reported complaint description of patient allergic reaction months after the evlt procedure could not be confirmed given the patient centric nature of this serious adverse event. No fiber sample was returned for evaluation since there was no report of fiber or generator malfunction during the procedure, just the patient adverse event of allergic reaction. Reaction to the anesthetic tumescence is cautioned in the instructions for use, which is supplied to the end user with this catalog number, states: "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain". A DHR review was not conducted since there was no reported lot number. A DHR review of the ship history report (shr) lots could also not be conducted since the packaged good item number/upn is also unknown. Labeling review: the instructions for use (16650393-01) which is supplied to the end user with this catalog number states, "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain". The user manual (man/31/0075), which is supplied to the user with this unit contains the following warnings and statements: "clinical warnings: as with any conventional surgical operations, adverse reactions may occur following treatment", "irradiation of any substance or material other than the target treatment of varicose veins and varicosities may result in a laser burn", "contraindications: the venacure 1470 laser is contraindicated for: · patients with thrombus in the vein segment to be treated · patients with an aneurysmal section in the vein segment to be treated · patients with peripheral artery disease as determined by an ankle-brachial", and, "potential complication: the potential for complications exists, including: · vessel perforation · thrombosis· pulmonary embolism· phlebitis· hematoma· infection· skin pigmentation alteration· neovascularization· paresthesia due to thermal damage of adjacent sensory nerves· anesthetic tumescence· non-target irradiation· hemorrhage· necrosis· dehp exposure· skin burns and pain(this is not an exhaustive list.)". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. No UDI nor lot number were able to be provided, therefore sections d1, d2, d4, and g4 were unable to be completed. The reported device is not available for return for evaluation. The investigation results will be sent in a supplemental report. Reference (B)(4).

Event description:
An end user reported an issue with an evlt kit. It was reported the patient had an allergic reaction after an extremity first vein right procedure. They are inquiring to see what the laser sheath and guidewire are made of. The reaction showed up months past the procedure date.